Manufacturer narrative:
H4: the lot was manufactured between february 19- february 20, 2023. H11: one (1) actual device was received for evaluation. Visual inspection was performed and the leakage was not easily identified by initial visual inspection. Functional leak testing was performed and leakage from the administration port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) exactamix 500 ml eva tpn bags leaked from the port after filling during compounding. There was no patient involvement. No additional information is available.